Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product codes are mnh and mni. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to patient pain, screw loosening and spacer migration. One screw was also reported to have been bent as well. The patient initially underwent a l5-s1 posterior lumbar fusion on (B)(6) 2016 during which time synthes universal spine system devices and non-synthes musculoskeletal transplant foundation (mtf) t-plif (transforaminal posterior lumbar interbody fusion ) 11-mm spacer for the interbody fusion were implanted. The patient had a spondylolisthesis that the surgeon corrected on during the (B)(6) 2016 surgery. On an unknown date the patient complained of pain. The surgeon found that the mtf t-plif spacer had migrated posteriorly into the spinal canal sometime after the initial implant procedure based on imaging performed on an unknown date. During the (B)(6) 2016 revision surgery, the surgeon removed four uss nuts, four uss collars, and the mtf t-plif implant. The l5 screws were found to be loose and had pulled out slightly, and thus the t-plif migrated posteriorly due to the loss of compression. The left s1 screw appeared to be bent when it was removed from the patient. The surgeon replaced the 7mm screws with 8mm, and replaced the 11mm implant with a 13mm t-plif implant. He then reused the same rods and connected them to the screws with new nuts and collars. The surgeon elected not to reduce the spondylolisthesis on this revision due to the patient's bone quality. The surgery was successfully completed. This report is 3 of 3 for (B)(4).